Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 801 analytical unit. The initial result of the initial patient sample at 12:29 pm was 538 ng/l. The initial result of the new patient sample at 5:09 pm was 25.2 ng/l. The repeat result of the new patient sample at 5:30 pm was 24.5 ng/l. The repeat result of the initial patient sample at 6:07 pm was 26.7 ng/l. The repeat result of the initial patient sample after plasma separation and centrifugation at 6:43 pm was 26.5 ng/l. The physician requested a new patient sample; the results of the new patient sample prompted the rerun of the initial patient sample.

Manufacturer narrative:
The qc results were within the specified ranges. The instrument data showed sample quality-related alarms on the modules. The customer and service maintenance did not indicate any issues. A general reagent problem was not detected because the qcs before the event were within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.